Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising threshold which resulted in the patient passing out during an episode. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.